Manufacturer narrative:
The device was received fully deployed. The download data showed no alarms, timeouts or drive stalls. A leak test was performed on the fluid path, and a leak was found in the exposed portion of the soft cannula. Although the cannula was damaged, the timing and cause of the tear is unknown. The adhesive welds were also observed to be incorrectly installed. No other damages or deficiencies were found during the investigation.

Event description:
It was reported the patients blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient continued the treatment on a new pod.